Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose. Customer's blood glucose reading was 319 mg/dl. Caller stated that the customer's insulin pump is not working correctly the piston is not moving and the infusion set had white clumps in tubing. Nothing further was reported.